Event description:
It was reported that the patient with this artificial urinary sphincter (aus) stated that, two days after the implant procedure, he experienced swelling in testicles and scrotum, believed to be due to infection and his body rejecting the aus. Patient services specialist suggested a possible reaction to inhibizone. A surgical procedure to explant the device is scheduled. No additional information was provided.